Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha by using mom (date of primary surgery was unknown). It was reported that the patient complained pain and it was confirmed radiolucent line around the cup by x-ray. Thus, the revision surgery was scheduled to be performed due to pain, suspected armd or suspected looseness of the cup (date of revision surgery was not fixed yet).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.